Manufacturer narrative:
MFR's last shipment of the product was sent to the distributor in 10/2008. Final expiry date for this product is 08/31/2010. It is unk if the product mentioned in this complaint was mfg by amo. Lot number of solution used by pt is unk, and the MFR does not have any pt info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specs as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.

Event description:
Received maude event report from FDA regarding a female who reports using private label multipurpose solution, experiencing an infection leading to a corneal transplant. She reports that she thinks the cause of the infection could be linked to her contact lenses and her contact lens solution. Reporter states that she thought she had a bad sinus infection accompanied by sinus headache and eye pain. Most of the pain was behind her ear. She went to see a dr who ordered a CT scan. The dr came to the conclusion that she probably had an infection and prescribed antibiotic therapy and was referred to a corneal specialist. After taking several antibiotics, reporter states she wasn't feeling any better and began to notice loss of vision in od. She had surgery in 2009 to treat infection and to have a corneal implant. After surgery, pathology contacted her physician and said that the infection did not show up on the pathology report. Reporter's physician stated that he has had a couple of pts who have had this infection, and he would continue to treat infection with various antibiotics. No add'l info provided.